Event description:
During laparoscopic procedure to repair inguinal hernia, preperitoneal distention balloon malfunctioned, it did not inflate properly, the surgeon removed outer portion and the balloon came apart all pieces were removed thru existing incision.